Manufacturer narrative:
Results: the neuron max distal atraumatic tip was fractured. The packaging tape was intact and the packaging mandrel was unsecured from the packaging card but not returned for evaluation. The reported complaint did not involve device functionality, therefore, functional testing was not performed. Conclusions: evaluation of the returned neuron maxs revealed devices with fractured distal atraumatic tips. This type of damage typically occurs if the packaging mandrel becomes unsecured from the packaging card during device removal from the packaging. If the packaging mandrel becomes unsecured during retraction, it may pin the device between the packaging mandrel and the packaging tube. Subsequently, if the device is retracted while the neuron max is pinned, the distal atraumatic tip will likely become damaged. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01297.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of two neuron max 6f 088 long sheaths (neuron maxs) were ripped off upon removal from the packaging. The damage to the neuron maxs was found prior to use. Therefore, the neuron maxs were not used in the procedure. The procedure was completed using a new neuron max.